Event description:
During pt transport, while the device was unplugged, all 3 channels reportedly stopped infusing and the pump went blank medwatch form from the user facility indicates: "the nurse was unable to restore functioning of the pump. Emergency return to intensive care unit where new pump obtained and blood pressure medications restarted." The pt was receiving dopamine 400mg/250ml d5w at 72ml/hr. Neosynephrine 200mg/500ml ns at 24 ml/hr and epinephrine 7mg/500ml ns at 52 ml/hr. Info obtained from further investigation is that the pt was from the neuro intensive care unit and was being transported to the radiology dept for a computerized tomography scan. After approx 10 minutes. "The pump died and lost all of its settings." The pump was plugged in and powered up with all zero settings. The nurse could not re-program the pump and had to get another device. The pt blood pressure was to be maintained at 160-170mmhg systolic per physician order. During the event, the pt blood pressure reportedly dropped 114/68 mmhg. The pt was critical, but stabilized with the new pump. The pt "later had to undergo angiogram for severe vasospasm." The pt reportedly expired approx 2 days later. The family had made the decision to discontinue life support and her ventilator was discontinued that day. No add'l info was available.

Manufacturer narrative:
Testing and investigation confirmed the reported complaint and that all channels had no display with a constant alarm during dc power up. The supplier's battery failed due to missing silicon oil in the valve assembly. The lack of oil caused the valve to function correctly for a few times only and then fail with the valve stuck in the open position. This failure caused oxygen to enter into the battery housing and oxidize the active plates and resulted in a sudden loss of battery capacity. The supplier's valve mfg process and test equipment problems have been corrected.